Event description:
It was reported that the patient was experiencing an increase in seizures following an increase in settings. The patient's vns was reported to be at low settings. The physician stated that the device was functioning well. Follow up with the physician's office revealed that there were no obvious precipitants noted for the seizures. The cause of the increase in seizures was unclear. The patient's vns settings were increased as a result of the seizures. No additional relevant information has been received to date.

Event description:
It was noted during a periodic programming history review that there was a programming anomaly of faulted diagnostics occurred around the time it was reported the patient had an increase in seizures. It is unknown if this could have contributed to the patient's reported increase in seizures. Data reviewed indicated the patient returned to clinic with different settings and was not corrected until the following visit. It is unknown when the faulted diagnostics test occurred.

Manufacturer narrative:
Corrected data: initial report inadvertently selected product problem instead of adverse event. Outcomes attributed to adverse event, corrected data: initial report inadvertently did not check required intervention to prevent permanent impairment/damage. Type of reportable event, corrected data: initial report inadvertently selected malfunction instead of serious injury.